Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a sigmoid colon resection procedure the surgical staff noticed that the handpiece cord was broken from the transducer. It was not used. A like device was used to complete the case. There was no patient consequence reported.